Event description:
The hcp reported a volume discrepancy. The expected reservoir volume was 4 mls; the actual reservoir volume was 17mls. One day after the volume discrepancy was discovered, the pt was admitted to the hospital. It was reported that the pt was experiencing alzheimer's-type symptoms and had a urinary tract infection. A computerized tomography scan, a magnetic resonance imaging, and a catheter dye study were conducted with normal findings for each (dates not reported). The hcp had prescribed for the pump to be filled with preservative free normal saline and be given oral dilaudid. The pump battery was reported to be depleted and the pump was replaced. The pt recovered without sequela. The pump was used to deliver dilaudid and prialt. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.